Manufacturer narrative:
This report will be updated should additional information be provided. (B)(4).

Event description:
It was reported during ongoing use, the device was explanted for pocket revision/repositioning. A new device of a different model was implanted. No further information has been provided at this time.

Event description:
It was reported that this device was explanted for pocket revision (device repositioning) to facilitate radiation treatment. A new device was implanted on the right side, so that the patient could safely and effectively receive treatment. No additional adverse patient effects were reported. This device was returned for analysis.

Manufacturer narrative:
This device was received at our post market quality assurance laboratory. Baseline testing of this device was completed, and found no abnormalities. All testing completed passed; therefore, no problem was detected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this device was explanted, and a new device was implanted on the right side to facilitate radiation treatments. No additional adverse patient effects were reported. A request was submitted to the field rep for device return; however, efforts to locate the device were unsuccessful.